Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient with a right radial arterial line inserted on (B)(6) 2026. Today, a flat line was evidenced on the monitor, along with an absence of blood return upon aspiration attempt. Assessment of the limb showed preserved distal perfusion; however, hypoperfusion with a mottled pattern that disappears upon digital pressure was identified on the forearm. Medical evaluation was requested, and following assessment, it was decided to remove the arterial line. No new insertion was performed as the patient has been without vasopressor support requirements for approximately 24 hours." The device was removed and replaced. The patient's current condition is reported as "fine".

Event description:
It was reported that "patient with a right radial arterial line inserted on (B)(6) 2026. Today, a flat line was evidenced on the monitor, along with an absence of blood return upon aspiration attempt. Assessment of the limb showed preserved distal perfusion; however, hypoperfusion with a mottled pattern that disappears upon digital pressure was identified on the forearm. Medical evaluation was requested, and following assessment, it was decided to remove the arterial line. No new insertion was performed as the patient has been without vasopressor support requirements for approximately 24 hours." The device was removed and replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.